Event description:
It was later reported that the healthcare provider (hcp) was not aware of a mass. The device system was also used to deliver bupivicaine 40mg/ml. It was later reported that the daily dose was 3.894mg/day. It was noted that no surgical interventions took place. The patient merely wanted to take oral medications. No hospitalization was required. The patient outcome was reported as ¿no injury

Event description:
It was reported that the patient stated her pump "never worked" and was never effective with her pain control. The hcp did not do any troubleshooting over the span of the device history to determine the cause for the lack of therapy. The patient had other health issues including being on oxygen and bruising all over the body. It was noted, the patient would not be a surgical candidate because of other health issues. The patient was titrated down prior to turning pump off and last fill date was set for (B)(6) but they decided not to fill the pump. However, the pump then started to beep every hour and the patient was bothered by it so the pump was programmed to off state. It was suspected the patient had a granuloma. The pump was used to deliver bupivacaine and dilaudid 80mg/ml. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6). (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter suture less connector found non-significant indent in seal that did not affect infusion. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the device system was returned with no information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.